Event description:
Upon further review, reported event gas-liquid exchange pipe fell off and liquid leaked before vitrectomy surgery with no patient harm is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
Upon further review, reported event gas-liquid exchange pipe fell off and liquid leaked before vitrectomy surgery with no patient harm is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg. Report num. 1644019-2024-01047. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that gas-liquid exchange pipe fell off and liquid leaked before vitrectomy surgery. The surgery was completed after replacing the product with a new one. There was no patient harm.